Event description:
On 2012/ (B)(6), it was confirmed that the drill had broken. The drill was used to drill the bone cement. Because the surgeon tried to use t2scn to the uha pt.

Manufacturer narrative:
Once the investigation has been completed any add'l info will be reported in a supplemental report. Note: the reason for the serialization starting with 90xxx is to provide clarification following a change in stryker's electronic complaint systems.